Event description:
It was reported that the patient sustained unspecified injuries following a spinal fusion surgery where rhbmp-2/acs was implanted. No further information was provided.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2010: the patient underwent spinal fusion surgery using rhmbp-2/acs. On (B)(6) 2011: the patient presented with complications of bone growth tumor and radiculopathy nerve damage. L4-l5 areas of edema, central portions inferior endplate of l4 and central portions superior endplate l5 probably related to bmp reaction; epidural fibrosis l4-l5 is observed. On (B)(6) 2011: the patient presented with a complaint of chronic pain.